Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was due to the quality of the articulation sleeve material. A hole in the articulation sleeve led to liquid infiltration into the sleeve. Through a CAPA, a new sleeve material change was implemented in september 2016. This defective transducer was prior to the corrective action.

Event description:
Additional information was received and it was reported that during equipment testing, the transducer was connected to the ultrasound system for a planned cardiac transesophageal echocardiography (tee) procedure. While the transducer was initializing, a usacquisitionhw_40_0 error message was displayed. A different tee probe was used to continue and complete the procedure. There was no loss of data so the procedure was not repeated. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide additional initial reporter information (see sections e1,e2,e3), update device evaluated by manufacturer (see section h3), correct the result code (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.